Event description:
During the initial implant procedure, it was not possible to remove the stylet from the left ventricular (lv) lead causing damage to the lead connector pin. A new lead was used and was successfully implanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of stylet could not be removed, separation failure and connector pin detached were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.